Manufacturer narrative:
Initial report sent: 11/06/2007.

Event description:
Procedure type: unknown. Patient gender: female. According to the reporter: a small metal piece fell out of the trocar while it was being removed from the patient. The piece fell on to the field and not inside the patient's cavity. No patient injury was reported.